Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, an embolization occurred. The lesion being treated was located in the calcified, tortuous circumflex (cx) artery. The lesion was predilated several times with a number of balloons. Several unsuccessful attempts to reach the lesion were made with a 3.00x20mm taxus express2 drug eluting stent. A 3.00x16mm taxus express2 drug eluting stent was placed. When the case ended, the 3.00x20mm taxus stent could not be located. They panned the body, but could not detect the stent. It is unknown if the stent is in the body. The procedure was not completed. Medications given during the procedure: fentanyl, versed, heparin, mylanta, plavix, and ntg. No patient complications were reported. Patient status reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.